Event description:
A 100 ml bottle of propofol infused more quickly than expected. Once it was discovered that the entire bottle of propofol had infused, the patient required interventions that included IV fluid boluses and a medication to treat a low heart rate. The patient did not require any additional interventions after that and was transferred back to the medical ICU unit hemodynamically stable. The patient remains hemodynamically stable after the event.

Manufacturer narrative:
Investigation is still in progress. Review of history log shows user error when loading infusion documenting a possible free flow of propofol.